Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported purge disc/flag issues has been completed. The device logs from the complaint date revealed that the console issued the purge disc not detected alarm several times through a long time. Re-insertion of purge cassette/purge disc was observed, yet the console still had a problem in detecting the purge disc. The console was evaluated and the issue with properly detecting the purge pressure disc was reproduced, and the purge flag was confirmed to be broken. Once broken it does not react when the purge disc is attached (missing at blue disc retainer). Without purge disc detected, the impella priming could not proceed. The cause of the issue was broken purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient undergoing aortic valvuloplasty was implanted with an impella device for mechanical circulatory support. Prior to support, the automated impella controller (aic) experienced priming issues that were not resolved by multiple resets and replacing the purge line. The team then replaced the console to continue the procedure. There was no reported patient injury.